Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a 2.0mm eximo atherectomy catheter. During a procedure, using 50mj for approximately 8 minutes, the device was unable to cross where stent struts overlapped; therefore, the device was removed and the end user chose to pta with a 2mm balloon. After ballooning, the 2mm catheter was reinserted but still unable to advance through the same location. The catheter was used with a 6f x 45cm terumo destination and a medtronic 5mm spiderfx wire. When the end user removed the catheter, it was noted that the guidewire lumen at the tip of the catheter appeared to start separating. The decision was made to use a philips turbo power. While the machine was warming up, a 4mm balloon was used to predicate. Ultimately, the procedure was completed successfully using the turbo power and the patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident.

Manufacturer narrative:
Returned for evaluation was a 2.0mm auryon catheter. The catheter arrived with many fibers degraded, expected for the relatively long working time. The guidewire lumen at the tip was not separated as indicated in the event description. The rfid tag was read and working time was recorded as 390 seconds at 50mj/mm2 and 57 seconds at 60mj/mm2. Pulling test was done, the catheter inner and outer blades sustained allowable pulling forces. No manufacturing non-conformances were observed during sample evaluation. The customer's reported complaint of catheter tip started to separate at the guidewire lumen was not confirmed based on evaluation of the returned complaint sample. A definitive root cause for the customer experience with this catheter could not be determined, however, handling damage during use is potential contributing factor. The DHR was reviewed for the indicated catheter lot number. The review confirmed that the lot met all material, assembly and performance specifications, e.g. No manufacturing non-conformance reports were issued. Labeling review: instructions for use is provided with the catheter device and contain the following statements: warnings pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down . C) if the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch . D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion . F) if the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds . G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).